Event description:
Ous MDR - after an unk implantation time, it was reported that the diaphragm had been stimulated, due to twiddler syndrome. No deterioration of the pt's state of health was reported. The lead was revised on (B)(6) 2012.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All mfg steps had been carried out correctly. In summary, there is no indication of a mfg error.